Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began on the same day. On unspecified date(s)/time(s), the pt reported obtaining readings of "88, 102, and 94 mg/dl." It is unknown if these results were taken consecutively or greater than 20 minutes apart. The pt denied making any changes to her diabetes management or receiving medical intervention as a result of the reported issue. However, sometime after the reported issue began (date/time unknown), the pt claimed she experienced the symptom of sweating. At the time of troubleshooting, the customer care advocate (cca) confirmed the subject mete was set to the proper unit of measure setting (mg/dl), that the pt was applying the sample properly, and the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.